Event description:
In 2009, a gore associate became aware of a published study involving the use of gore preclude mvp dura substitute (mvp). A series of subjects undergoing craniotomy had their dura reconstructed using a surgical underlay grafting technique with mvp. It was determined from the article that four of the study subjects "experienced wound dehiscence or more advanced infections that required further surgery." Two of those four subjects required removal of the mvp due to infection. Of these four subjects, it is unk at this time the exact number of infections versus wound dehiscence. None of the complications in the study were directly attributed to the use of mvp, but rather were attributed to the surgical underlay technique used. Gore is currently attempting to obtain additional info from the study site and/or study physician (pi).

Manufacturer narrative:
Device not available for eval. Attempting to obtain additional info. Literature citation: chappell, e.t., pare, l., salehpour, m., matthews, m., middlehof, c. "Gore preclude mvp dura substitute applied as a nonwatertight 'underlay' graft for craniotomies: product and technique eval." Surgical neurology 71 (2009) 126-129.